Manufacturer narrative:
Block e1: the initial reporter phone number is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the blie duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket wire was found broken. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.